Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00631005032, liner, lot # 61276818. Item # 00771101500, femoral stem, lot # 61170469. Item # 00620205422, cup, lot # 61257414. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02835, 0001822565-2018-02836, 0002648920-2018-00435.

Event description:
It was reported that a patient is experiencing pain, difficulty walking and a limp approximately 1.5 years post implantation. Patient received a corticosteroid injection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00584.